Event description:
Pt called to state some time in the month of (B)(6), she bought (B)(6) tampons from (B)(6). When she got home, she realized the package was open but thought that the seal wasn't good on packages anyway. After using the tampons, pt states she had a reaction of burning, itching, pain, irritation and she states that upon wiping her vaginal area "it felt like razor blades". Pt states she went to her doctor and was prescribed estrogen cream. A few weeks later, pt was going swimming, used the tampons from the same unsealed box and experienced intense, itching, burning and redness. Pt says she has one tampon left from the unsealed box and noticed there are holes in the tampon wrapper itself. Pt wants to know where she can get this tested to see if any animal exposure or other contaminates have come in contact with this product. Pt has already contacted manufacturer which told her she is probably having a reaction to product. Pt is to follow-up with her doctor.